Event description:
The pt reported he had insulin leaking "from the adapter area" of his insulin infusion device. He stated there is no insulin in the cartridge compartment, on his clothes, or around his headset. He said he had a blood glucose reading this morning of 350 mg/dl and a current reading of 362 mg/dl. During troubleshooting, the pt stated he does not attach the cartridge, adapter, and infusion set together before inserting the cartridge. He was advised to do so. The pt was advised to change his adapter but he stated he didn't have any at this time. Courtesy adapters were sent to the pt. The pt stated when he removed his infusion set tubing he saw the luer lock was cracked. He was unsure if the crack was there previously or if he cracked it when changing the tubing. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.